Manufacturer narrative:
Investigation results: one mz1000 sample was received without packaging for investigation; no connecting device was received. The customer reported a disconnection between the mz1000 and "telmo: telfusion infusion set" during use. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the male luers from bd stock products remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when the component was subjected to pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however, a review of the laser ID from the maxzero component confirmed a possible lot number to be either 22065688 or 22065823. A review of the production records for lots 22065688 and 22065823 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against the mz1000 product are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxzero needleless connector disconnects the following information was received by the initial reporter with the following verbatim: this is a complaint about disconnection during use. According to the customer report an external infusion set (telmo: telfusion infusion set, 20 drops, slim plastic spike, pp integrated lock_ti-u750p) was connected to a recovered mz1000 (female side (mixing part)), and while administering an antibiotic, the connection was disconnected, and the antibiotic leaked out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.